Event description:
It was reported that pump generated repeated cartridge alarm 20 during use and issue had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement device, and requested return of problematic pump using prepaid label within 10 days.